Manufacturer narrative:
Lung placement is a known risk of any nasogastric tube placement procedure.

Event description:
On (B)(6) 2016: (B)(6) female in micu with complex medical history. Feeding tube inserted, x-ray showed tube in left main stem. Chest tube inserted. Patient expired on (B)(6) 2016 which was not related to this event. Nothing was administered in the above tube.